Manufacturer narrative:
(B)(4). The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. Ligasure device has not been received for evaluation.

Event description:
The customer reported that during set-up prior to use on patient (animal) the ligasure ls3092 would activate.